Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions),h11. Corrected fields:d10, e1(event site address). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported no abnormalities and was not able to confirm the failure. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) had a rapid gas loss alarm and device not pressing resulting in unable to pump. There was no patient involvement reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cs100 intra-aortic balloon pump(iabp) device was not pressing and occasionally gives a rapid gas loss error. There was no patient involved.